Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was morbid obesity and deep venous insufficiency. Approximately twelve years later post filter deployment, it was alleged that filter struts perforated into the organs and patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient had right sided lower abdominal pressure that was chronic in nature for past one year and prior work up has been negative. Approximately six months later, patient presented to the emergency department with the complaints of abdominal pain. Approximately one year later, computed tomography revealed the filter tip was present at l2-l3 level. The tip is located along the anterior right lateral wall and one of the struts appeared to extend into the soft tissues along the posterior left side for about 6 mm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was morbid obesity and deep venous insufficiency. Approximately twelve years later post filter deployment, it was alleged that perforation of filter struts into the organs and patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.